Event description:
Filter being used for tpn, disconnected from line was not reconnect due to risk of infection.this is the first time of this occurrence with this type of device. At the time of the occurrence the packaging was not kept. There was no consequence to the patient. The filter was not disconnected. It was disconnected on its own. No manufacturing problem was noticed with the device.